Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the radiofrequency programmer head was unable to interrogate and it was further noted that its lens was cracked. Both the cable and the upper case were replaced to resolve the noted issues. Concomitant product(s): product ID: 2090aa programmer. (B)(4).